Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and up buttons due to moisture damage on the keypad traces. Unable to perform the functional testing, check the operating currents or verify the unexpected restart alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.